Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Dropping or ejected clip additional information: (B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fired nine clips conforming and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. No incident related to the reported event was observed during the batch record review.